Manufacturer narrative:
.

Event description:
The system was removed due to an infection. The patient reported the test results were gram positive. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.